Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The physician is aware of this measurement and has no plans to intervene. The patient also stated that they received one shock. To date, no adverse patient effects have been reported.